Manufacturer narrative:
The returned device was evaluated. External visual inspection showed one housing screw missing. The device was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Throughout testing the device would intermittently power on and off when on battery power. No issues were observed when the device was on ac power. Internal inspection showed the battery manufacturer is not on masimo's approved vendor list. The battery terminals are loose in connecting the customer battery, this loose connection results in the device randomly powering on and off when on battery power. Additionally the ac inlet ground pin on the system board has broken away from the solder, this does not impact the device powering on and off. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns on and off by itself. No patient impact or consequences were reported.